Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis after a percutaneous coronary intervention (pci) case, however the visual indicator window turned black/black shortly after it was connected to a cordis short sheath introducer (si). The indicator did not change color even though the physician tried to reposition the unit and move it around. Therefore, it was removed from the patient and hemostasis was achieved by manual pressure. The patient stated that the site of the puncture was swollen after s/he went to the hospital room, and the patient received a diagnosis of a false aneurysm. The patient had surgery and hemostasis was achieved. The patient is getting better and progressing satisfactorily after the operation. The physician questioned the false aneurysm had occurred as the blood vessel at the puncture site may have been hurt due to the indicator wire after repositioning the unit and moving it around. One non-sterile 6f exoseal vcd was received for analysis inside a plastic bag. The unit was received fully inserted into a cordis sheath introducer. Per visual analysis, the deployment lever was not depressed, and the plug was attached to the device. The indicator window was received on black/white position, the guard was found depressed and the indicator wire deployed. Also, blood residues were observed in the delivery shaft and on the handle of unit. Functional analysis was performed. The indication system was verified to perform correctly; black-on-black was obtained by pulling the indicator wire as directed and then white with red was achieved in the graphic also by pulling of the wire as directed. Per microscopic analysis, the indicator graphic was verified for air bubbles under the graphic and no anomalies were found. A review of the manufacturing documentation associated with lot 17814811 presented no issues during the manufacturing process that can be related to the reported event. The complaints reported by the customer as ¿indicator window - incorrect indication¿ and ¿pseudoaneurysm¿ were not confirmed. Visual, microscopic, and functional analysis were successfully performed to the unit. The indication system was verified to perform correctly. The cause of the failure reported by the customer could not be determined during the analysis. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis, as was done in this case. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Patient and/or pharmacological factors are likely contributing factors. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Neither the device history record (DHR) review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis after a percutaneous coronary intervention (pci) case, however the visual indicator window turned black/black shortly after it was connected to a cordis short sheath introducer (si). The indicator did not change color even though the physician tried to reposition the unit and move it around. Therefore, it was removed from the patient and hemostasis was achieved by manual pressure. The patient stated that the site of the puncture was swollen after s/he went to the hospital room, and the patient received a diagnosis of a false aneurysm. The patient had surgery and hemostasis was achieved. The patient is getting better and progressing satisfactorily after the operation. The physician questioned the false aneurysm had occurred as the blood vessel at the puncture site may have been hurt due to the indicator wire after repositioning the unit and moving it around.